Manufacturer narrative:
The insulin pump was received with a constant motor error alarms during rewind due to encoder signal out of phase noted. Unable to perform functional testing due to constant motor error alarms noted. No unexpected frozen screen anomalies noted during our testing; time advanced properly. The insulin pump has cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 527mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.